Event description:
It was reported that the labeling on the inflation port of the catheter did not match that of the packaging. The complainant alleged that the inflation port stated that the catheter had a 30cc balloon and that the packaging stated that the catheter contained a 5cc balloon that should be filled with 10ml of water. No patient involvement was reported.

Manufacturer narrative:
The reported issue (it was reported that the labeling on the inflation port of catheter does not match that of the packaging. Complainant alleges that the inflation port states that catheter has a 30cc balloon and that packaging states catheter contains a 5cc balloon that should be filled with 10ml of water. No patient involvement was reported) was confirmed, as manufacturing related. During visual inspection it was found that the catheter used in the product was incorrect. The cap on catheter used required 30 cc to fill the balloon and the specification of the product required 5 cc to fill the catheter balloon. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿bardex® i.c. Foley catheter 5cc balloon ¿ inflate with 10 ml of sterile water." (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the labeling on the inflation port of the catheter did not match that of the packaging. The complainant alleged that the inflation port stated that the catheter had a 30cc balloon and that the packaging stated that the catheter contained a 5cc balloon that should be filled with 10ml of water. No patient involvement was reported.